Event description:
Additional information was received which indicated oversensing was observed on the right atrial (ra) lead. Boston scientific technical services (ts) recommended reprogramming the sensitivity and continuing to monitor. This pacemaker and ra lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated that this right atrial (ra) lead exhibited low amplitude and no sensing. It was noted this ra lead was fractured. This pacemaker and ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) due to high out of range pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. In the unipolar configurations the impedances were stable around 400 ohms, however, noise could be recreated when the patient gave themselves a hug. The physician elected to leave the ra lead in the unipolar configuration and continue to monitor. This pacemaker system remains in service. No adverse patient effects were reported.